Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the volume delivery was inaccurate. It was found the expulsor was out of spec and causing the flow rate issue. The expulsor was replaced to resolve this issue.

Event description:
It was reported that the device is not working. There was unknown patient involvement. Device evaluation revealed an inaccurate delivery volume.